Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a history low battery warnings. The pump¿s electric draw was found to be within specification. There was no evidence of damage or defect to the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A battery compartment crack was observed during evaluation. There was no evidence of moisture ingress within the battery compartment or on the underside of the battery cap. The battery cap was able to properly secure to the pump. No power issues were experienced during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a shortened battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.